Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06687, 2017865-2020-06691. It was reported that patient presented at clinic for scheduled post-implant wound check with drainage from pacemaker pocket caused by an infection and pocket erosion. The entire pacemaker system was explanted on (B)(6) 2020. Patient condition post- procedure was stable.